Event description:
The customer reported that during a total abdominal hysterectomy, the device stopped sealing tissue. An end tone, indicating a completed seal cycle, was provided by the generator. The surgeon opened another device and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.